Event description:
It was reported that the nurse found a puddle of fluid on the floor. The tubing was then inspected and found a hole where the leak was coming from. Total parenteral nutrition (tpn) was infusing through a central line at the time of the event. There was a delay in infusion therapy due to changing of intravenous fluid. The patient was then checked for infection and there was no patient harm. The event occurred in the neonatal intensive care unit (nicu).

Manufacturer narrative:
The customer¿s report that the tubing had a hole and leaked was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted clear liquid within the tubing throughout the each set. No damages were observed on the upper or lower fitment or throughout the set. Functional testing confirmed leaking from a small hole at the top of the silicone segment near the upper fitment. The root cause of the customer¿s report could not be identified.

Manufacturer narrative:
Concomitant medical products: central line. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics was not provided. Patient is a neonate as the event occurred in neonatal intensive care unit.

Event description:
It was reported that the nurse found a puddle of fluid on the floor. The tubing was then inspected and found a hole where the leak was coming from. Total parenteral nutrition (tpn) was infusing through a central line at the time of the event. There was a delay in infusion therapy due to changing of intravenous fluid. The patient was then checked for infection and there was no patient harm. The event occurred in neonatal intensive care unit (nicu).